Event description:
The following report was received from the clinical trial: the patient was hospitalized for an anterior lateral myocardial infraction. In addition, in 2006, the patient was re-hospitalized for acute left ventricular failure requiring medication therapy.

Manufacturer narrative:
Please note: device is distributed outside the united states. However, it is similar to the united states product. This is one of four products being reported for the same event. Please reference manufacturing reports #: 9616099-2006-01066, 9616099-2006-01061, 9616099-2006-01062 and 9616099-2006-01063. Any add'l info will be submitted within 30 days of receipt.